Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level which was below 40 mg/dl. The customer had symptoms such as diabetic ketoacidosis and treated in hospital for 4 days. Customer's blood glucose value was unknown at the time of the incident. It was reported that in the last 8 months she had revived from severe hypoglycemia 3 times and a few weeks ago customer ended up in the ICU for 4 days due to diabetic ketoacidosis and in the 24 hours prior to that admission. It was reported that customer had 21 hypoglycemia below 40 mg/dl. The product was not returned for analysis.